Event description:
Healthcare professional reports right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases and wear abrasion. Cloudy, bubbles and voids after autoclave disinfection process. A weight test of the device was verified and the device was within specification. The creases condition that was indicated in the complaint was observed, nevertheless is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device (multiple handling during the explanation shipping process could lead a variation on the device conditions). Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases condition was observed, nevertheless is not related to the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.